Event description:
It was reported that the e360 ventilator had incompatible display board software and does not accept any command. Patient involvement information was not provided by the customer. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. The ventilator was evaluated and it was reported that the single board computer and its connections were cleaned. The ventilator is in working condition.